Event description:
It was reported that the insulin pump alarmed no delivery. It was also stated that the customer was hospitalized due to high blood glucose levels, with a reading of 415 mg/dl and ketones. It was stated that the customer would be staying the night for observation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.